Manufacturer narrative:
(B)(4). Batch # m54x89. Manufacture date: 8/14/2015. Expiration date: 7/14/2020. Result: the analysis results found that the ntlc75 device was received in good visual conditions and with a cartridge reload present. The reload was received with the knife not completely within doghouse, fully fired and the swing tab in the locked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, during the operation, the cutter did not retract after use of the clamp. Another clip was used to finish intervention. There were no adverse consequences for the patient. Knife stayed outside.